Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2017 the patient's sedation was lightened and the patient exhibited right upper extremity movement against gravity but did not move their lower extremities or left upper extremity. A portable head CT showed concern for acute infarcts in the right occipitoparietal region. The patient had middle cerebral artery-posterior cerebral artery watershed territory infarcts that were likely secondary to hemodynamic instability with potential large vessel stenosis versus cardioembolic. The patient's left sided weakness slowly improved as did their mental status. The patient was deemed eligible for discharge to acute rehab on (B)(6) 2017; however, ongoing neurological deficits are appreciable. The patient has ongoing neurological deficits.